Event description:
The customer reported that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, device was being used on an unknown date during a laparoscopic procedure when it was reported the swab end of the kittner came off inside the patient during laparoscopy and had to be retrieved. This was during blunt dissection and no other instrument was involved it appeared just to dislodge. We did have to convert to an open procedure due to bleeding later on in the surgery.". Further assessment questioning found that ¿surgeon has confirmed bleeding is not because of the kittner coming apart. It is however relevant to the overall risk.". It was also confirmed that there was no infection present in the patient.¿. The procedure was completed with the use of another kittner. There was no report of extended hospitalization for the patient. This report is being raised on reported injury due to converting from a laparoscopic procedure to an open procedure.

Manufacturer narrative:
Reported event of ¿swab end of the kittner came off inside the patient during laparoscopy and had to be retrieved¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based upon photo review, a possible cause is use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame 55,915 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, device was being used on an unknown date during a laparoscopic procedure when it was reported the swab end of the kittner came off inside the patient during laparoscopy and had to be retrieved. This was during blunt dissection and no other instrument was involved it appeared just to dislodge. We did have to convert to an open procedure due to bleeding later on in the surgery.". Further assessment questioning found that ¿surgeon has confirmed bleeding is not because of the kittner coming apart. It is however relevant to the overall risk.". It was also confirmed that there was no infection present in the patient.¿. The procedure was completed with the use of another kittner. There was no report of extended hospitalization for the patient. This report is being raised on reported injury due to converting from a laparoscopic procedure to an open procedure.